Manufacturer narrative:
Additional information: additional information indicated that the doctor stated that after doing the mounting of the lens in the cartridge on the platinum injector, he tried to screw the piston for introducing the lens inside the eye, but unfortunately he saw the haptics were broken or with a defect when the lens was getting into the eye. Faster as he could, he took the lens off the eye and replaced the lens for another. The doctor thinks that haptic damage caused by the cartridge as when he took the lens off the box, it was in perfect shape. The doctor indicated that when he was doing the mounting in the cartridge and on the platinum injector, when lens was going inside the eye, he saw problems with the haptics. The doctor is sure that the lens was mounting perfect as johnson & johnson teaches. The doctor thinks maybe the problem was that the tip was narrow or something similar; however, he did not see it under the microscope as his priority was finishing the surgery on the patient. The surgery was completed successfully with another lens of the same model and diopter as a replacement during the same procedure. No medical or unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required. There was no patient injury reported. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect intraocular lens (iol) daisy wheel, lens, and a cartridge tip were received. The folding carton, a blank patient implantation card, blank notification card, dfu (directions for use) and product labels were also received. A cut cartridge tip was received taped to the suspect iol daisy wheel. Visual inspection under magnification found the iol was stuck in the cartridge. A bulge, stress marks and cracks were observed on the cartridge, and the trailing haptic appears unfolded. The lens was removed from the cartridge. Visual inspection under magnification of the iol found one piece of the lens missing, surface damage, scratches, edge chips, damaged haptic and a detached haptic. These issues could be contributed to handling during removal of the lens from the cartridge. The complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noted that the box for the section "g4 - combination product" of the initial MDR report was inadvertently not answered; therefore, it has been corrected in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. Section d6a: if implanted, give date: not applicable, no patient contact with the product. Section d6b: if explanted, give date: not applicable, no patient contact with the product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It customer reported defective lens haptic due to cartridge. There was no patient contact reported. No further information was provided.